Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results.(B)(4).

Event description:
The patient presented with a preoperative diagnosis of infected right total hip arthroplasty. The patient underwent a removal of right total hip arthroplasty, placement of unipolar cement spacer.